Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patients ipg was no longer holding a charge and could not use the contacts that were out in order to cover her pain areas, due to high impedance. The patient underwent an ipg replacement procedure, and the pain areas were covered by the stimulation postoperatively. The explanted ipg was discarded.